Manufacturer narrative:
The technician found the brake casters on the device needed to be adjusted. Technician found that the casters were out of adjustment due to constant use. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician adjusted the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that the brakes are not holding. The bed was located on the fourth floor of the account. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).